Event description:
It was reported that an asymptomatic patient presented in hospital for a device change out procedure. Upon opening the pocket, an insulation breach was observed on the ventricular lead. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
(B)(4).